Manufacturer narrative:
The manufacturer previously reported an issue related related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer received an issue related to a CPAP, bipap, and mechanical ventilator devices sound abatement foam become degraded and alleged chronic sinusitis. There was no report of serious patient harm or injury. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. The manufacturer received new and relevant information on 01/04/2022 patient refuses to return the device for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report. In addition, appropriate health effect - clinical code, type of investigation, investigation findings, investigation conclusions has been added on h6 section.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.